Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose and passed out. Customer treated with food and glucose tablets. Customer's blood glucose was unknown at the time of incident and blood glucose readings at the time of call was 200 mg/dl. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, customer was advised to monitor insulin pump and blood glucose and to contact healthcare professional regarding unexplained low blood glucose.